Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 1 and 4 hours. The pod was reportedly leaking. The patient was able to resume treatment, but did not specify how.

Manufacturer narrative:
The device was received fully deployed. The download data generated an alarm indicating the device had reached an empty reservoir. The reservoir was found to be empty. The pod was found to function as intended with no evidence of any issues that would result in device leaking fluid. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The length of soft cannula was measured to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.